Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the user restarted several times to resolve the issue during the event and completed the procedure. The philips field service engineer (fse) assessed the equipment on-site and confirmed that it failed to produce x-rays. Fse examined the log info and discovered that the resonance frequency of the point (power inverter) was too high. This is a one-time event; to resolve the issue, fse restarted the system, and the system was restored to normal operation. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.